Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found, but proximal conductor was distorted, helix was bent and had blood on it; full lead returned and analyzed.

Event description:
It was reported that after opening the sterile package the helix was found already advanced and was not possible to retract. This lead was not used. No patient complications have been reported as a result of this event.